Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patients nurse described the area as garment seems too tight, causing skin breakdown under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a cream for the skin irritation. Follow up indicated that the skin irritation improved.